Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm while delivering bolus on insulin pump. The customer's blood glucose level was 125 md/gl. It was explained to customer that the false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump delivering bolus. The customer was advised that they can reduces the occurences by allowing bolus delivery to complete before accessing the sensor glucose graph. The troubleshooting was performed. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The customer was advice that the insulin pump will be replaced. No further information was reported.